Event description:
The new nim vital tm is fraught with issues. The bluetooth connectivity fails. When used with wire, the device has too many false negative and false positives. It also stops working randomly in the middle of surgery with the error message: "emg monitoring is disabled. Electrode check is in progress." This is despite green check mark for the electrodes with closed circuits and good impedances. I've heard numerous similar complaints from multiple other surgeons. We have already had 3 facial paralysis cases because of this new devices unreliable function. This device should be immediately removed from the market and replaced with the older version. Reference reports: mw5156279, mw5156280.